Event description:
Patient had a compression fracture at l1. Fixation was performed from t-12-l2 (4 screws). One of the rods became loose shortly after the surgery. Another surgery was performed to replace the setscrews. As surgical intervention was required an MDR is filed to document this event.

Manufacturer narrative:
Image shows one setscrew free at l2 and the rod free from the screw head. Two setscrews were returned for evaluation. The screws and rod were not returned. Visual examination shows one setscrew has material deformation on the threads. A functional test found the device without the material deformation threaded into a screw without issue, while the material deformation on the second device did not allow it to thread into the screw at this time. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.